Event description:
Pt receiving heparin dose of 600 units/hour. Drug hung at 1020. At 1300, heparin bag noted be missing approx 75cc of the 250 cc bag. Infusion pump read total volume infused of 15cc. Pt received increased monitoring.